Event description:
The customer reported approximately two milliliters of diluted blood fluid sprayed during analysis in primary mode involving coulter lh 750 hematology analyzer. The customer discontinued use of the analyzer. The fluid spray was contained within the unit. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) observed the bellows needle cartridge leaking and not draining. The fse also observed the tube from the needle cartridge to the blood detector leaking. The fse replaced the actuator on valve 57 that was sticking as well as the tubing from the cartridge to the blood detector. The needle cartridge was replaced as it had a leak at the base of the cartridge. The unit conformed to the manufacturer's published performance specifications. Cartridge. The customer has an exposure control/risk management plan at the facility. (B)(4).